Event description:
It was reported that at implant, there were "anchoring difficulties" with the lead, and that it was difficult to fixate the lead into the tissue. Several fixation attempts were performed without success. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.